Manufacturer narrative:
The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. The pump user guide instructs the user to remove any residual air from the cartridge. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the insulin gauge was intermittently inaccurate across multiple cartridges. Reportedly, the customer used cold insulin to load the cartridges and did not practice the proper air removal technique. Tandem technical support reminded the customer this was off label. There was no impact to the customer¿s blood glucose level. Multiple attempts were made by tandem technical support to follow up with the customer; however, all were unsuccessful.